Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) was reporting a system error (se) 2240 in the initial drain. The technical service representative (tsr) explained the alarm and had the hp cycle power. The se 2367 then alarmed. The hp cycled power and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(6) 2010. The nurse stated that the hp is currently performing therapy without any complications. No patient injury or medical intervention was reported.